Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 356 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid. The customer was at the ocean and pump got splashed and then she fell and pump was submerged she got pump out of water as fast as she could but display went blank immediately. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.